Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump(iabp) had broken drain port on the condensate safety disk. Issue found during routine check. There was no patient involved.